Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope ec34-i10cl. In the event reported, the user stated that there was black fluid coming out of scope. The event timing is in the reprocessing room during reprocessing. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Continued: this device is classified as import for export, therefore 510k is not applicable. Similar model ec34-i10cl-us is available in the USA with a 510k number k190805. The device was received at pentax service facility for further evaluation on service order (B)(4). The device was inspected where the user narrative was confirmed. Inspection findings are as follows: leak at biopsy channel (large/ primary) distal side, primary operation channel resistance, fluid invasion in control body, fluid invasion in segment section, image blackout, light carrying bundle bundle has less than 70% transmission, failed wet leak test, failed dry leak test, customer complaint confirmed, fluid invasion to insertion tube, air/ water socket loose, fluid invasion in pve connector, air/ water socket o-ring chipped, leak at # 1 remote control button cover, fluid invasion in umbilical light guide cable, bending rubber cut the device is in the process of being repair where all defects found will be remediated and returned to the user upon completion. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary:it is presumed that the cause of this event was that the water used during cleaning entered the endoscope through a hole in the channel, and the water that entered the endoscope came out from the tip together with the solid lubricant. Correction informationg4: premaeket identification PMA/510(k)g6: follow up #1h2: type of follow uph6: coding changed based on the investigation resultadditional informationh3: device evaluatedh4: device manufacture date